Event description:
In 2008, boston scientific corp was informed that during a procedure, the resolution clip device clip would not deploy off the catheter. An add'l six clips were tried with the same result. The procedure was completed with an eighth of the same device without any pt complications. Pt is "stable". Note: this is the second report of seven related complaints. Please refer to MFR numbers: 3005099803-2008-06984, 6978, 06979, 06987, 06988, 06989.